Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7071383. Sc-2317-70 (sn: (B)(4). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. However, IFU states that lead migration resulting in undesirable changes in stimulation and subsequent reduction in pain relief, is one of the possible risks of implanting pulse generator as part of a system to deliver spinal cord stimulation. Therefore, the probable cause selected is known inherent risk of device.

Event description:
It was reported that the patients leads migrated which resulted to inadequate stimulation. It was noted that the patient was reprogrammed but it was unsuccessful. The patient underwent a lead replacement procedure and the patient was doing well postoperatively. The explanted leads were returned.